Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician could not insert the lead into the header. As a result, the device was replaced. The patient was in good condition the whole time.